Manufacturer narrative:
The patient was revised to address implant loosening. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address due to dislocation. Update 8/3/2017. It is noted within the additional information that a cup with screws was also revised in this revision surgery. No part and lot were provided but it appears that it may have been a competitor cup and screws (mah: kyocera)--additional product follow-up is being initiated to clarify. Further reporting may follow based upon any information retrieved. Currently, there is not enough information to determine if these products were sold in the us. Complaint updated on: 9/1/2017.